Manufacturer narrative:
The insulin pump alarmed motor error during rewind test due to corroded motor home switch. Unable to perform displacement test, basic occlusion test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump was received unit with moisture damage on electronic assembly, cracked battery tube threads, cracked reservoir tube lip and minor scratches on lcd window.

Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was done. Customer's blood glucose was 417 mg/dl. Customer treated with shots for high blood glucose. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.